Event description:
In 2008, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter did not turn on. The medical affairs specialist (mas) classified the complaint based on the customer care advocate's (cca) documentation since the mas was unable to contact the pt by phone to obtain additional info. The pt said he had the reported meter since 2005 and had never changed the battery. The cca noted the pt claimed he passed out, because the meter did not turn on and he passed out after the product issue began. Information regarding the pt's diabetes treatment actions and symptoms prior to his passing was not provided. A result > 500 mg/dl was obtained on an ER/hospital meter. The cca noted the pt was treated with IV glucose and insulin and admitted to the hospital for one week. The pt's admission diagnosis was not provided. The cca noted the meter did not turn on when the power button was pressed or when a test strip was inserted into the test strip port. The pt had not replaced the meter battery per the owner's manual and did not have a replacement battery. The pt's products were replaced. The complaint is reported because the pt alleges the lfs meter did not turn on and afterward he passed out. He claims his blood glucose level was > 500 mg/dl in the ER, he was treated with IV glucose and insulin, and was admitted to the hospital for one week.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.